Event description:
Reporter stated that new physician experienced one incident in which the 22 gauge, 1 1/2-inch needle cracked after medication was drawn up. This had occurred prior to pt use, so there was no injury.